Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint of haptic was loose in the eye could not be verified. Haptic and optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for haptic was loose in the eye; however, the lens was damaged. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the report of the doctor explanting the lens, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A user facility reported that following an intraocular lens (iol) implant procedure in 2011, the haptic was loose. The iol was replaced with another lens. Additional information has been requested.